Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri) due to normal battery depletion. After replacing the battery the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in back-up mode. An attempt to perform a download failed.